Manufacturer narrative:
Age at time of event: (B)(6) or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and vessel dissection occurred. Vascular access was obtained via the radial artery. The target lesion was located in the moderately calcified left anterior descending (lad) artery. A 3.00x38mm promus element¿ plus drug-eluting stent was implanted to treat the lesion. However, the proximal and distal end of the stent was deformed and a dissection was noted on both ends. Subsequently, a 3.00x20mm promus element¿ plus stent was deployed at the distal end and a 3.5x8mm non-bsc stent was deployed at the proximal end to cover the dissections and the procedure was completed successfully. No further patient complications were reported and the patient's status was stable.